Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a system implant procedure. The procedure was completed and the patient was fine intra and post op but when the patient was transferred to the cardio care unit his blood pressure dropped. The physician performed an ECG and found pericardial effusion; he tapped the patient and then had to perform cardiopulmonary resuscitation but the patient deceased. The right atrial lead had perforated the aorta. No additional information was available at this time.